Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the gas delivered engine (gde), tested the unit, and placed the unit back into service. The faulty gde was sent to carefusion's failure analysis laboratory for further evaluation. The avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The identified root cause of the reported issue could not be determined. There were no failures detected with the suspect component.

Event description:
It was reported that during patient use the ventilator alarmed circuit occlusion. The patient was gasping for air and was removed from the ventilator to be stabilized. After the patient was stable, the patient was put on a different ventilator. The ventilator was sent to the biomed shop and the circuit occlusion alarm was duplicated immediately upon start up. There was no excess condensation found in the circuit or filter.